Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with mild tortuosity, mild calcification, and 50% stenosis. A trek balloon catheter was advanced and resistance was felt with the balance middleweight (bmw) elite guide wire. The trek balloon catheter was inflated twice at 12 atmospheres and 14 atmospheres. The trek balloon catheter was able to be removed from the guide wire but it was difficult. Reportedly, the physician felt as though the balance middleweight elite guide wire was swelling and the trek balloon dilatation catheter got stuck on the guide wire. Reportedly, another non-abbott balloon met resistance with the bmw elite guide wire as well. The bmw elite guide wire was replaced with a non-abbott guide wire and a non-abbott balloon and a xience prime were used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Submerging the balloon prior to use will help with balloon inflation. Based on the information reviewed, there is no indication of a product deficiency.